Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak occurred at the luer lock. The issue was resolved by replacing the device. The event occurred while the device was in use with a patient; however, no patient injury was reported.

Manufacturer narrative:
D3 - postal code, h6: updated. The suspected product was not returned for evaluation. The device history record was reviewed and was confirmed that there were no anomalies noted. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.